Event description:
The device was used during an abdominal hysterectomy procedure. The staples did not fold. The surgeon used another device to complete the procedure. The hosp has requested that no pt injury occurred.